Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the investigation it was not possible to conclude an exact root cause for the likely dissection. The dissection could have been caused by from wire, delivery system, or molding balloon manipulation rather than from the tx2 afterwards. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient who had left kidney removal in 2005 underwent taa and aaa repair. Tevar with placement of zteg-2p-34-202-pf from the right femoral for the aneurysm of the thoracic descending aorta was performed first. Tevar was completed with no type ia endoleak after ballooning using tri-lode balloon. Then evar was performed and gore's excluder c3 (rmt231218j) was inserted. When angiography was performed to see the proximal position, the physician noticed the bifurcation of the right renal artery was not shown and assumed it had been occluded by thrombus. He decided to treat it after finishing evar with placing a leg (pxc141400j). After finishing evar, he succeeded to cannulate into the right renal artery, and found a filling defect at a few centimeters from the bifurcation of the right renal artery by performing angiography. So, he placed a bare stent (express sd 5-19) there and confirmed the right renal artery was patent. Type ia endoleak on ecluder was also confirmed, and it was solved by additional placement of a cuff (pxa260300j) and the procedure was completed. Soon after the completion of the procedure, the patient complained persistence of pain in the back, so CT was performed, and patent false lumen type of aorta dissection was confirmed. The entry was located near the proximal end of zteg-2p-34-202-pf and it reached to the bifurcation of the renal artery. It was treated as stanford b type and the false lumen became small as thrombosed a few months later. Then the physician looked back the angiographic images taken during the procedure, he recognized the cause of 'the bifurcation of the right renal artery was not shown' was the dissection, not the occlusion by thrombus. Patient outcome: the patient's condition is unknown as not provided in the information.